Event description:
It was reported that nurses having channel errors and channel disconnects. Iui connectors that were visualized had corrosion on them. Biomed made aware and cleaning being evaluated. Education provided to customer by bd representatives. No products available for investigation. This was reported to bd representatives during site visit. There was patient involvement but no harm. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.